Manufacturer narrative:
(B)(4). Implant site infection, implant site abscess, abscess drainage assessed as serious and possibly related.

Event description:
This is a (B)(4) report as received by valeant from q-med: case reference number (B)(4) is a spontaneous case report sent by a other health professional (nurse) which refers to a female aged (B)(6) years. The pt's past medical history included copd [chronic obstructive pulmonary disease] and several pneumonias lately recurrent pneumonia [pneumonia]. The pt is a smoker. No info regarding allergies or concomitant medication. The pt has previously had a reaction/infection in the forehead following treatment with an injectable product in the glabella. She has however had treatment since then with azzalure in glabella and 1 ml restylane in the lips, without adverse reaction. On (B)(6) 2013, the pt was treated with: restylane vital light in tear troughs and tear valleys (0.3 ml left + 0.3 ml right), restylane perlane bilateral in nasolabial lines (2 ml) and azzalure (20) on both sides of the eyes and in glabella. About a week later, onset of redness and tenderness in the left eye area, judged by a physician as a superficial skin infection [implant site infection], unknown severity. Treated with fucidin ointment. On an unknown date on 2013, when the pt was abroad for vacation, it evolved into red sore boll [implant site abscess] in multiple settings. According to photo documentation under and beside the left eye as well as in nasolabial folds. Initially treated with oral antibiotics, and then hospitalization and treatment with antibiotics i.v. The hospital also cut under the eye and drained of fluid [abscess drainage]. According to the pt "samples showed no aggressive bacteria". After returning to (B)(6), the pt was followed up with oral antibiotics. The symptoms flared up again, and the reporter (nurse) talked to the doctor responsible for the pt. This doctor said he has this before on pt's treated by clinics, and means that this is a reaction to restylane, commonly seen in pt's who smoke and with bad skin. The pt was again hospitalized on (B)(6) 2013 and drained of fluid to relieve pressure. This case was received by q-med on (B)(4) 2013 and was forwarded to valeant on (B)(4) 2013.